Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited failure to capture and dislodgement. The lead was repositioned successfully. There were no patient consequences.